Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that a cap could not be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/07/2015-device evaluation:the pump has been returned and evaluated by product analysis on 03/25/2015 with the following findings:during a visual inspection of the pump, the battery compartment threads were observed to be stripped, and the battery cap was stuck in place on the compartment. The battery cap was damaged with stripped threads, and the cap¿s contact height and width did not measure within specifications. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored.